Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels and needed help programming the device. The customer's blood glucose level was 449 mg/dl. The customer declined to troubleshoot for the high blood glucose levels. Nothing was replaced or returned.